Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that they suspected minimal blood flow in left leg post impella cp insertion. Patient has history of peripheral artery disease in both legs and a percutaneous catheter bypass was placed from right to left to help blood flow. The impella was successfully explanted post right coronary artery revascularization. The procedural outcome was the patient survived surgery.